Event description:
A search of the manufacture database reported that a patient implanted with a cardiac resynchronization therapy defibrillator (crt-d) system was deceased. Information identified in the manufacture¿s data base indicated the patient died approximately two months post implant of the crt-d system. A cause of death was requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempt(s) for additional information with the physician and funeral home were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. Product ID: 694758, implanted: (B)(6) 2008; product ID: 419478 implanted: (B)(6) 2008. (B)(4).